Event description:
During asubacromial decompression a piece of ceramic from the tip of the electrode broke in the operative field. The piece was retrieved by the surgeon. A contraindicated irrigant was used in the procedure.